Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, line-shaped foreign material or scratches were observed on the optical part of the lens. It was implanted as it was without being aspirated by irrigation/aspiration(I/a) and was not unable to be removed by I/a. The patient had an infection. Surgeon considers that it was a scratch or like oil film adhered. Additional information was received and stated that optic of the lens was broken and there was no patient problem. Additional information was received and stated that patient had an infection as a preoperative complication, infection was not an adverse event after iol used. As per the surgeon, it was unknown whether the finding of iol is continuing or not because dilated eye exam has not been performed after the surgery.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo provided showing an implanted iol (intra ocular lens). There appears to be marks or lines on the optic. The exact location of the marks or lines cannot be confirmed. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).